Event description:
It was reported that the unspecified bd nexiva¿ catheter leaked during the high-pressure injection. The following information was provided by the initial reporter, translated from (B)(6): "hospitals claim that the connector that comes with the nexiva does not withstand high pressures and leaks."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. The complaint could not be confirmed and root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the unspecified bd nexiva¿ catheter leaked during the high-pressure injection. The following information was provided by the initial reporter, translated from portuguese: "hospitals claim that the connector that comes with the nexiva does not withstand high pressures and leaks."